Event description:
Reporting status: serious injury -medical intervention. Reporting rationale: balloon rupture resulting in under-expanded stent requiring medical intervention. Device issue: balloon rupture; partial deployment. It was reported that the 2.75 x 15 mm promus stent was deployed around 8-9 atm, and the stent delivery balloon ruptured. The promus stent was implanted in the correct location, but it was under-deployed in the middle of the stent. An attempt was made to use a nc balloon, but the balloon could not get through the promus stent. Another company's 3.0 x 24 mm stent was deployed inside of the under deployed promus stent to fully deploy it. No add'l event or pt info is available.

Manufacturer narrative:
Many factors can contribute to balloon rupture. If there is interaction with anatomy and/or other devices during use, balloon material can become damaged or weakened and lead to rupture during inflation. To help ensure that balloon ruptures are not the result of a mfg issue, all sds are 100% visually inspected and leak tested prior to packaging. In this case, it is possible that the balloon interacted with the lesion while being advanced and got damaged, and subsequently ruptured during inflation. The difficulty deploying the stent appears to be related to the operational context of the procedure; however, a conclusive cause for the reported balloon rupture could not be determined.